Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in-office after receiving therapy, due to noise. Noise was reproducible. Low impedance with loss of capture was observed. Lead was capped and replaced.